Event description:
It was reported that four error messages due to electrical reset have occurred on the device since implant. The most recent reset occurred due to a watch dog timeout. A manual guided reset procedure will be completed on the device to prevent the occurrence of new resets. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. (B)(4).